Event description:
It was reported "cartridge not slotting in smoothly into pump". There was no adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.